Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection was performed and revealed significant signs of wear especially on the lock detail of the tibial base, the exterior surface of the oxinium femoral and the flat surface of the insert. Based on damage observed on the tibial base and femoral component, the insert likely dissociated from the base during service resulting in articulation between the femoral component and tibial base. This is consistent with features observed on the lock detail of the insert, which also indicates that it was not engaged fully at the time of revision. With the information provided we do not know why or how they became disengaged. A review of the complaint history shows no prior complaints for the listed lots. A review of the manufacturing record revealed discrepancies during the manufacturing process; however per procedure the remainder of the order was 100% inspected with no further discrepancies. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that revision was reported due to dislocation.